Manufacturer narrative:
Zimvie received one (1) tsvmwh10, imp, tsv, 4.7,10,mtx,mc,mg,ha for evaluation. Visual and functional evaluation was performed. The implant had signs of use and was attached to the bundled mount. The implant and mount would not disengage as intended. The mount was stuck. DHR review was completed for the subject lot number 1285762. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285762 for similar events and no other complaint was identified. The customer did submit images for the reported event. See attached at the ce level. Based on the investigation and risk management file review the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. The mount was observed to be stuck to the implant. The reported even was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the mount wouldn't come off. The fixture could not be removed from its mount. Clinician substituted it with a different fixture. Tooth site # 3.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k133339.